Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio 3.7, lab (ER) 20. Pt went to the ER hours after testing on the inratio meter due to excessive bleeding. Pt self tester is a nurse. States that she knows how to test and perform a finger stick, however, she has difficulty and is pricking her finger multiple times and using more than one drop of blood. Pt was hospitalized for one week. Therapeutic range: 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.